Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated multiple times after clearing the device data and programming the patient data and implant date with each time showing an increased current drain. Abbott technical support was contacted and observed the high output mode bin did not clear resulting in the device thinking it is pacing full time in high output mode (hom). The physician elected to monitor the patient as time proceeded the ratio between normal pacing and hom pacing decreased and a normal current drain was observed. The patient was in stable condition and will be monitored.